Event description:
It was reported that a screw was found missing from the device during a surgical procedure. The initial reporter advised that there were no adverse consequences or procedural delays associated with the event.

Manufacturer narrative:
The complaint was confirmed based on the device evaluation. Any physical impact to the navigated instrument can cause product damage.

Event description:
It was reported that a screw was found missing from the device during a surgical procedure. The initial reporter advised that there were no adverse consequences or procedural delays associated with the event.